Event description:
It was reported that, "the facility received a box of 10 devices and 6 of the pouches were missing the 4th side seal. The breach of sterile barrier was detected while the product was being transferred to a storage area. No pt contact or use occurred."

Manufacturer narrative:
This report is being filed following a retrospective review of this complaint and the recall actions taken because of it. It was determined that a medwatch report should have been filed when notified of the breach of the sterile barrier. The actual devices were returned and the open seal was confirmed. A stop production and stop ship order was issued immediately. After investigation, a recall was initiated. FDA was notified of this recall. Since this occurred the production/sealing process has been reviewed. The machinery and the processes have been evaluated and enhanced. The enhanced equipment has been qualified and the process validated. The employees have been retrained. We are confident the process is now operating in a state of control. At this time the recall is on-going. It will be closed when FDA approves of a closure.